Event description:
It was reported that, "upon opening the mac catheter, it was found that the guidewire was twisted, so the medical device was changed." This event occurred prior to use during procedural set-up. The patient's condition was reported as fine. The procedure was completed after switching to another device.

Manufacturer narrative:
(B)(4).